Manufacturer narrative:
The issue was resolved after the number format of the system was reconfigured to the original setting of ¿none and period. Trending review determined no trend for the issue for the product. Review of alinity operations manual revealed that the issue in question is adequately addressed whereas the manual provides adequate information regarding the number format (thousand/decimal separator setting) and provides instruction for the configuration of the number format setting. Review of the alinity system software installation procedure (tsb 214-056e) that provides instructions to reinstall the windows operating software and the alinity ci system software, indicates the procedure instructs the installer to review the scm settings. This includes confirming the number format is correct and has not changed after the software re-installation is complete. The final step of the procedure instructs to verify the installation of the software by running controls and to calibrate if needed. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity system control module (scm), scm23884 was identified.

Event description:
The customer observed the help option on alinity ci stopped working after software upgrade to 3.5 from 3.4 to scm on alinity ci processing module. The abbott field service representative (fsr) de-installed and reinstalled windows and software upgrade 3.5 to scm that resolved issue for help option not working. The customer noticed several patient results got stuck in ams software after software updates to 3.5 from 3.4 on alinity ci processing module. The customer stated about 20 to 25 patient results as example sid (B)(6) were delayed due to the not transferring the results from ams software to lis system. During the reinstallation of the software the punctuation setting setup as comma and period that cause and hold the results in ams software and unable to release to lis. The wrong setting chosen by the system or fsr is unknown. The fsr determined and assist to customer changed punctuation setting to none and period that resolved the issue. There were no discrepant patient results reported. There was no known delay of surgery or treatment due to delayed patient results. No further impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed the help option on alinity ci stopped working after software upgrade to 3.5 from 3.4 to scm on alinity ci processing module. The abbott field service representative (fsr) de-installed and reinstalled windows and software upgrade 3.5 to scm that resolved issue for help option not working. The customer noticed several patient results got stuck in ams software after software updates to 3.5 from 3.4 on alinity ci processing module. The customer stated about 20 to 25 patient results as example sid (B)(6) were delayed due to the not transferring the results from ams software to lis system. During the reinstallation of the software the punctuation setting setup as comma and period that cause and hold the results in ams software and unable to release to lis. The wrong setting chosen by the system or fsr is unknown. The fsr determined and assist to customer changed punctuation setting to none and period that resolved the issue. There were no discrepant patient results reported. There was no known delay of surgery or treatment due to delayed patient results. No further impact to patient management reported.